Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the canister had a cracked o-ring. The overflow safety trap was replaced, and the unit was returned to service.

Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient involvement.